Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesion was located in the right superficial femoral artery. A 6.0x40mm sterling balloon catheter was used for dilation. Inflation was performed an unspecified number of times at nominal pressures, using pure contrast which is the user's preference. During deflation of the balloon utilizing a syringe, the balloon was noted to be very "sticky" and would not fully deflate; this issue occurred a number of times. After much effort, the balloon was able to be fully deflated and removed intact. The procedure was completed successfully with this device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).